Manufacturer narrative:
UDI field (d4) concomitant product UDI for cx/lgx 6.0cm is (B)(4). Correction to field b3: date of event. Correction to field c2/d10: concomitant product/therapy. Correction to field g2: report source. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected. The ms pump tubing was cut down to the pump block; however, the tubing was not returned for analysis, as it did not pass the test. Leakage test was performed and passed. Functional test revealed that the pump did not pass activation test 3. Based on the information available and the analysis results, the hole/perforation could not be confirmed as the tubing was not returned for analysis. Therefore, it can be concluded that the pump not passing functional test was the most probable cause of the complaint.

Event description:
It was reported that the patient presented with a non-working inflatable penile prosthesis device. During a revision surgery, it was confirmed that there was a crack in the reservoir connecting tube from the pump. The pump was explanted and replaced. There were no patient complications.

Event description:
It was reported that the patient presented with a non working inflatable penile prosthesis device. During a revision surgery, it was confirmed that there was a crack in the reservoir connecting tube from the pump. The device was explanted and replaced. There were no patient complications.